Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon detachment occurred. The anatomy was reported to be calcified. There was no difficulty with advancement or inflation of the 10 x 5mm ultrathin diamond balloon. The number of inflations and to what atms is unknown. During removal through the 6f introducer sheath, the balloon detached from the catheter. The patient ended up going to surgery and having a bypass performed. Reported patient status following the surgery is 'normal'. Additional information regarding this event has been requested, however, none has been provided.